Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a (B)(6), white, male patient, admitted with chest pain, had a foley catheter placed during a CABG surgery on (B)(6) 2018. On (B)(6) 2018, the foley catheter was irrigated and replaced due to it not draining. On (B)(6) 2018, the foley catheter was replaced again. The nurse stated that the patient had a large amount of sediment in his urine. An order was placed to flush the catheter twice a day to ensure that it was still flowing. It was reported that the patient expired on (B)(6) 2018 due to complication from his surgery and respiratory failure requiring a trach to be placed. The nurse stated that the patient expired unrelated to the use of foley catheter. The patient also had a history of stage 3 kidney disease and was placed on dialysis.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only."

Event description:
It was reported that a (B)(6) year old, white, male patient, admitted with chest pain, had a foley catheter placed during a CABG surgery on (B)(6) 2018. On (B)(6) 2018, the foley catheter was irrigated and replaced due to it not draining. On (B)(6) 2018, the foley catheter was replaced again. The nurse stated that the patient had a large amount of sediment in his urine. An order was placed to flush the catheter twice a day to ensure that it was still flowing. It was reported that the patient expired on (B)(6) 2018 due to complication from his surgery and respiratory failure requiring a trach to be placed. The nurse stated that the patient expired unrelated to the use of foley catheter. The patient also had a history of stage 3 kidney disease and was placed on dialysis.